Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is unconfirmed because the problem could not be reproduced. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed little use residues throughout the returned device. The safety mechanism was advanced over the tip of the needle upon the return of the infusion set. A bend in the needle shaft was observed towards the distal end of the needle shaft. A functional test of pressurizing the infusion set with water using a 12 ml syringe revealed no observable leaks throughout the device. A microscopic observation of the returned infusion set revealed nothing remarkable along the device. Because the device did not have any observable leaks, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leakage from connection site at the hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that leakage from connection site at the hub. No other information was provided.